Manufacturer narrative:
The pad device was installed on (B)(6) 2009 with the device passing and an auto self test. The device failed an auto self test on (B)(6) 2012 due to a low battery. On (B)(6) the device passed a manual self test and continued to pass all self tests up to (B)(6) 2012. A new pad-pak was installed on this date. There were eight manual power ups of less than a min duration between (B)(6) 2012. The problem with the device was attributed to a fault in the membrane. The pad pak, which contains the electrode and batteries, is labeled for single use but samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.